Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary was replaced.

Event description:
It was reported that a pump displayed system error 322. It was determined that there was no pt involvement.